Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for two patients. Customer tested patient a and b samples for accu tni and obtained results of 0.65ng/ml and 0.55 ng/ml respectively. The samples were re-tested the next day and gave results of 0.48 ng/ml for both patients. Erroneous results were reported outside the laboratory. To date, bci has received not received any report of patient injury requiring medical intervention or change to patient treatment is attributed or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was onsite in 2008 to address excessive motor slippages with the wash wheel. Upon inspection, the fse found the wash wheel was not moving freely due to a spill of wash buffer. The fse cleaned the spill and performed alignments. The fse performed a system check following repair which met specs. The event log history shows that the next day, the customer did receive both aspirate probe plate and dispenses probe plate motor slippage errors. The same day and the next day customer experienced qc problems. The qc was back in range the following month. Service was onsite following the event the same day. The fse re-aligned the wash arm probe plates. Following repairs the fse completed a precision run for accu tni with low level qc and the results were acceptable. Although hardware issues were addressed by the fse, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.